Event description:
The customer reported the ventilator will not pass short self test (sst) due to a leak at the inspiratory non-rebreathing check valve. The unit was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician performed inspection of the check valve and reported the body was found detached from the ring and lying in the patient outlet port of the inspiratory manifold assembly. The check valve was replaced to correct the reported problem. Sst and performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Check valve, inspiratory nonrebreathing.